Event description:
Customer called stating his insulin pump does not deliver his required amount of insulin. He says he programs a bolus, but the device does not deliver the amount he needs. The up and down arrows on the keypad do not work customer's blood glucose is 255 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. All buttons function properly. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.